Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodgement or caused to a perforation on the patient. The thresholds were spiking and its currently at max output. No additional adverse patient effects were reported.